Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer provided a vague report of an over infusion of heparin, however no patient or event details are available, and no further information was provided to biomed by nursing staff.